Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. Block d4: meter serial number is (B)(6).

Manufacturer narrative:
The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result. Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2022, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was displaying an unknown error message. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged error message began to appear on (B)(6) 2022, at 12:30 pm. The patient manages her diabetes with insulin (fixed dose) and stated that she felt unsure on how many units of insulin to take due to the alleged issue. The patient claimed that after the alleged issue occurred, she reduced her insulin intake from 12 to 6 units in response to the alleged issue at 12:30 pm. The patient started developing symptoms of ¿shakiness and dizziness¿ at 1 pm. The patient denied receiving any medical treatment for the reported symptoms. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The cca walked the patient through a retest and the alleged issue remained unresolved. The cca concluded that the error message was caused by the system. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the patient reduced her insulin intake due to the alleged error message issue with the subject device.